Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to maneuver the usb cable while inserted into the pump usb port in order for the pump to charge successfully. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the charging issue; however, no additional information could be obtained.